Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the customer is having "trouble infusing methotrexate. Most recently the customer experiences a message of "container empty" when the liquid was still present in drip chamber. Upon further follow up with the customer it was noted the infusions are all hung as a secondary infusion using extensions. Customer noted the infusion will pull from the saline line and into the methotrexate bag, or the bag will create a vacuum seal "trapping the medication". As a result, clinicians are having trouble with finishing the infusion within the 24 hours' time frame. They are infusing for longer than intended, or clinicians are having to adjust the rate to infuse within the allotted time frame. There was patient involvement and no harm.